Event description:
On (B)(6) 2012, pt reported the infusion device was "frozen" and the buttons would not respond to press. The infusion device does not respond even if the buttons are pressed hard, and the protective rubber on the up and down buttons has come off. The infusion device was not dropped on a hard surface. He switched to his backup infusion device and was unable to provide additional details regarding the allegation. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.